Event description:
It was reported that the first time initializing, l4 errors appeared. Software reinstalled. However, there was no more progress. Immediate follow-up is required. There was no adverse patient consequence. 1 device returning.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The issue reported by the customer has been verified. The analysis site confirmed the customer complaint and found that the l4-034 error code displayed when powered on due o the interface board. To correct this, the analysis site replaced the interface board. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.